Manufacturer narrative:
Complaint conclusion: as reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient had known pulmonary embolus, possible hit, and left lower extremity deep vein thrombosis with iliofemoral thrombosis. The optease vena cava filter was deployed at the right renal. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to failed removal due to filter migration, tilt and embedment. The patient had a major retroperitoneal resection of tumor that involved the left common and external iliac artery and vein and also the ureter and a nephrectomy was done on that side. The patient¿s postoperative course became complicated with iliofemoral thrombosis of the left lower extremity. The patient had been taken back to surgery where a thrombectomy of the involved vessels were done and a non-cordis vena cava filter was placed. Four days later, the patient had a new thrombus in the common femoral vein, superficial femoral vein, left external and internal iliac vein. The filter tip had migrated and come down into the left proximal iliac system. At that point, using the retrieval device of the vena cava filter, the lower filter was grasped with a snare and removed. The patient tolerated the procedure well. Per the patient profile form (ppf), approximately 34 days post implantation, the patient underwent an unsuccessful percutaneous removal attempt. The patient also reports suffering from constant nose bleeds, chest pains, abdominals pains, and shortness of breath. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Shortness of breath and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: failed removal due to filter migration, tilt and embedment. As a direct and proximate result patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information was received per the patient¿s medical records: the patient had known pulmonary embolus, possible hit, and left lower extremity deep vein thrombosis with iliofemoral thrombosis. The patient had undergone thrombectomy of the left common femoral, superficial femoral, and common and external iliac vein. The patient had undergone a major retroperitoneal resection of tumor that involved the left common and external iliac artery and vein and also the ureter and a nephrectomy was done on that side. The patient¿s postoperative course became complicated with iliofemoral thrombosis of the left lower extremity. The patient had been taken back to surgery where a thrombectomy of the involved vessels were done and a non-cordis vena cava filter was placed. Four days later, the patient had a new thrombus in the common femoral vein, superficial femoral vein, left external and internal iliac vein. The filter tip had migrated and come down into the left proximal iliac system. The optease vena cava filter was deployed at the right renal. At that point, using the retrieval device of the vena cava filter, the lower filter was grasped with a snare and removed. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), approximately 34 days post implantation, the patient underwent an unsuccessful percutaneous removal attempt. The patient also reports suffering from constant nose bleeds, chest pains, abdominals pains, and shortness of breath.

Event description:
As reported by legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: failed removal due to filter migration, tilt and embedment. As a direct and proximate result patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information was received per the patient¿s medical records: the patient had known pulmonary embolus, possible hit, and left lower extremity deep vein thrombosis with iliofemoral thrombosis. The patient had undergone thrombectomy of the left common femoral, superficial femoral, and common and external iliac vein. The patient had undergone a major retroperitoneal resection of tumor that involved the left common and external iliac artery and vein and also the ureter and a nephrectomy was done on that side. The patient¿s postoperative course became complicated with iliofemoral thrombosis of the left lower extremity. The patient had been taken back to surgery where a thrombectomy of the involved vessels were done and a non-cordis vena cava filter was placed. Four days later, the patient had a new thrombus in the common femoral vein, superficial femoral vein, left external and internal iliac vein. The filter tip had migrated and come down into the left proximal iliac system. The optease vena cava filter was deployed at the right renal. At that point, using the retrieval device of the vena cava filter, the lower non-cordis filter was grasped with a snare and removed. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), approximately 34 days post implantation, the patient underwent an unsuccessful percutaneous removal attempt. The patient also reports suffering from constant nose bleeds, chest pains, abdominal pains, and shortness of breath. Per the updated patient profile form (ppf), the patient also reports perforation of filter strut(s) outside the ivc.

Manufacturer narrative:
Additional information was provided and is available in: (evaluation codes). 2135 ¿ ivc perforation. 3331 - analysis of production records. Complaint conclusion: as reported, the patient underwent placement of optease vena cava filter. The patient is reported to have had a history of a major resection of a tumor with nephrectomy that had involved the left common and external iliac arteries and veins and ureter. The patient¿s post-operative course was complicated with iliofemoral thrombosis of the left lower extremity. On (B)(6) 2015, the patient was returned to surgery for thrombectomy and placement of a non-cordis filter. This filter subsequently migrated and was associated with further re-thrombosis. The patient is also reported to have had a recent history of pulmonary embolism (pe) and possible heparin-induced thrombocytopenia (hit). It appears that the patient had also recently undergone thrombectomy of the left common and superficial femoral and common and external iliac veins with placement of a non-cordis filter. This filter is then reported to have migrated into the left proximal iliac system. In addition, the patient had developed new thrombus in the common and superficial femoral and left external and internal iliac veins. The patient underwent venotomy of the left common femoral vein prior to the placement of an optease vena cava filter and subsequent removal of the previously implanted (and migrated) non-cordis filter. Thrombectomy of the common and external iliac and superficial femoral veins was then conducted. Further venography revealed no further obstruction and very little residual clot. The patient is reported to have tolerated the procedure well. Approximately one month after optease vena cava filter implantation, the patient became aware that the filter had tilted, migrated, was embedded in the wall of inferior vena cava (ivc) and was associated with perforation of filter strut(s) outside of the ivc. From the reported events, it is unclear whether these events were associated with the patient¿s previous non-cordis filter or with the optease vena cava filter. Approximately thirty-four days after the optease vena cava filter implantation, the patient underwent an unsuccessful filter retrieval attempt. The patient further reported having experienced chest and abdominal pains as well as shortness of breath (sob). The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, migration, retrieval difficulty and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The reported details indicate that retrieval was attempted thirty-four days after implantation. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. It is unknown if the tilt contributed to the reported perforation. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Due to the nature of the complaint, the reported pain and sob experienced by the patient could not be confirmed and the exact cause could not be determined. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided.

Event description:
As reported by legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: failed removal due to filter migration, tilt and embedment. As a direct and proximate result patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.